Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following information was reported. On an unreported date in (B)(6) 2012, the patient experienced peritonitis. The reporter was unsure of the cause of peritonitis. On an unreported date in (B)(6) 2012, the patient was hospitalized for the event. Treatment rendered was not reported. On an unreported date in (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number gd892638. No exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). Additional information received from a nurse: the nurse confirmed the event of peritonitis. The nurse stated that the patient had the symptom of abdominal pain. The nurse could not confirm the onset date of peritonitis as (B)(6) 2012 as at that time, the patient was travelling. The nurse could not confirm the culture result as it was performed at a non-affiliated hospital. The nurse confirmed the hospitalization dates as (B)(6) 2012. On an unreported date, the patient was treated with vancomycin intra-peritoneally, 1 dose empirically. The patient recovered from this peritonitis event. Per the nurse, the peritonitis event was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.